Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with the implantable cardiac monitor exhibiting undersensing. No patient symptom was reported and the physician opted to continue to monitor the patient.

Event description:
New information received noted that on (B)(6) 2019, the implantable cardiac monitor continued to exhibit undersensing at maximum sensitivity. The undersensing was noted to be positioning and only occurring when the patient is sleeping. No changes were made.